Manufacturer narrative:
Results: the pet lock on the proximal end of the coil was intact. The pc400 pusher assembly was kinked approximately 5.0 cm from the proximal end of the pusher assembly. The proximal constraint sphere was present inside the distal detachment tip (ddt); the stretch resistant wire (sr wire) was fractured and visible inside the proximal constraint sphere. Conclusions: evaluation of the device revealed the sr wire was fractured inside the proximal constraint sphere. This type of damage is likely a result of forceful attempts to retract the embolization coil against resistance. The root cause of the resistance could not be determined. Repeated attempts to place and reposition the coil likely contributed to the eventual failure of the sr wire. Further evaluation revealed the pusher assembly was kinked. This damage is likely incidental and likely occurred during packaging for return to penumbra facilities. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2017-00069.

Manufacturer narrative:
(B)(4). The device is implanted in the patient, however, the pusher assembly is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra coils 400 (pc400's). During the procedure, after advancing and deploying a pc400 in the aneurysm, the physician decided to reposition it. While attempting to reposition the pc400, the physician noticed that the pc400 had unintentionally detached. The physician then attempted to use saline to flush the detached pc400 into the aneurysm; however, it was unsuccessful and the pc400 migrated out of the aneurysm and partially occluded the mca. Next,the physician attempted to use a snare device to remove the detached pc400 from the mca; however, retrieval of the detached pc400 was unsuccessful as well. Therefore, the procedure was ended at this point, and the patient was transferred to the intensive care unit with hemodynamic instability. The patient continues with ventilator support and is under sedation, and is considered stable and has pneumonia as of (B)(6) 2017.